Manufacturer narrative:
An event regarding a fractured hook involving a securfit broach handle was reported. The event was confirmed. Method & results: device evaluation: the returned device showed signs of use with the retention hook fractured confirming the event. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review: there has been 1 other event for the lot referenced. Conclusions: the reported event was confirmed. Previous examination by material analysis team stated that the device fractured due to overload. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. If additional information becomes available, this investigation will be reopened.

Event description:
When broaching during surgery the broach handle release part at the end of the handle broke off when the surgeon was impacting the end of the broach handle.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
When broaching during surgery the broach handle release part at the end of the handle broke off when the surgeon was impacting the end of the broach handle.